Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins failed well before the expiration of nine years. The patient was told the ins had a nine year device life. The ins was defective. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting burns while charging and shuts off. Charge time was 6hrs/3x weekly. The patient experienced pain relief only to right leg. Unable to be removed was noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that immediately the patient began to experience problems with their device. The patient did not receive any stimulation on the left side of their body, and the stimulation that they received was on the right side was minimal. Soon the battery began to deplete very quickly, requiring the patient to charge it for 6 hours, 3 times per week. Additionally, the patient¿s device burned while charging. At times the device heated up to the point it shut off. The patient still uses the device for the little help it does provide, however, they spend hours each week lying still on their bed, enduring the burning pains, while the battery slowly charges. It was noted that the device was unable to be removed.

Manufacturer narrative:
Corrected data: patient code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins failed well before the expiration of nine years. The patient was told the ins had a nine year device life. The patient suffered damages due to the ins was defective.